Event description:
During service testing of a returned homechoice device, the engineer confirmed a burnt component on the j4 connector. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The report of a burnt component, which was found during service was confirmed. The technical service center received the actual sample for evaluation. The evaluation confirmed the j4 connector was defective. The root cause was determined to be a defective digital board and heater pan. The j4 connector and heater pan were replaced and the instrument met all specifications.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon completion of the evaluation.